Event description:
It was reported that a pump declared a cartridge alarm during insulin pumping, specifically a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite attempts to resolve the issue by following proper loading techniques, the alarm recurred, and the customer was unable to resume insulin therapy. Technical support assisted by arranging for the pump to be replaced, and ensured the customer would use an alternate method, multiple daily injections (mdi), to maintain insulin delivery.